Event description:
Ous MDR - 3 days post implant a sensing decrease was reported via home monitoring on (B)(6) 2014. Intermittent loss of capture was reported via home monitoring on (B)(6) the patient was called into hospital. The lead was replaced on (B)(6) 2014.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead under complaint was scrutinized, including a visual, mechanical and electrical inspection. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. In particular, the values of the parameters measured during the mechanical analysis were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.